Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 160mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to get resumed.